Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A health professional reported an under-infusion issue to zyno medical on (B)(6) 2018. The health professional reported that the affected pump was not infusing at set parameters and was infusing too slowly. There was a patient involved bu no patient injury.

Manufacturer narrative:
The pump was evaluated on 08/13/2018. The reported issue was not confirmed. The flow rate accuracy was within +/-5% specification. The device functioned as expected, and was tested to meet all specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00059).